Event description:
It was stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported. It was also stated that the insulin pump was exposed to a high magnetic field and alarmed motor error. Unable to perform the displacement test due to the alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.